Event description:
The following was reported: ""breakage of 3.5mm hex impaction checkpoint, fragment left in patient. After the 3.5mm checkpoint was removed from that patients' anatomy, it was noticed by the scrub team and myself that the very tip had broken off in the patients bone and was not retrievable. "